Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump with serial number (B)(6) became unresponsive, presenting freezing and failure to unlock or wake, and did not recover when placed on the charger, consistent with a device malfunction involving the user interface and sleep/wake functionality. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included provision of a replacement device and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting guidance, confirmation of device shutdown procedures, and instructions for data sync to the mobile app prior to return and inspection of the returned device. Investigation of this device revealed a nonfunctional hardware or software condition affecting the device¿s wake and lock controls, with no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction and internal hardware failure.